Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log files; however, the reported damage to the power cables was not confirmed. A review of the submitted controller event log files spanned approximately 11 days ((B)(6) 2024 ¿ (B)(6) 2024 and (B)(6) 2024 ¿ (B)(6) 2024 per time stamp). On (B)(6) 2024 between 16:39:42 ¿ 16:39:59, (B)(6) 2024 at 03:00:51, 12:33:00, 13:29:24, 13:29:42, (B)(6) 2024 at 06:32:16, (B)(6) 2024 at 22:21:19, (B)(6) 2024 at 05:36:01, and 13:48:41 ¿ 14:05:46 while connected to batteries, the low voltage alarm intermittently activated due to invalid relative state of charge (rsoc) voltage fluctuations on the white power cable. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the black cable was frayed near the strain relief and the clips were exchanged to resolve the alarms. Additional information provided indicated that the alarms continued after a few weeks and the batteries and clips were previously cleaned and exchanged. The white cable was observed to have damaged as well. It is unclear if there was any damage to the underlying wires. The controller exchanged resolved the reported event. A root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller continued to alarm low voltage and to change batteries even when batteries were fully charged. Batteries and battery clips were cleaned and changed previously. The white part on the white cable was broken but the outer coating of the cable was intact. Log files were submitted for review and contained low power advisory (f10) on white power lead on (B)(6)2024 and (B)(6)2024 when the patient switched mobile power unit (mpu) to battery. These indicated that white power lead on the battery was at yellow advisory level. A system controller exchanged was recommended. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The device was functioning as intended. It was reported that a system controller exchange was performed, and this resolved the issue. The patient was noted to be stable.

Event description:
It was reported that the patient had intermittent low voltage alarms and their black cord was frayed at the connection site/ bend relief. Log files were submitted for review and captured some odd voltages at times while on battery power. The site cleaned the patient's clips well and did not plan on changing the system controller since the black power cord did not show any defects on the log files. Backup clips were placed on the patient, and the patient was to call with any further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.